Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented an f-49 alarm. The cause of the condition was determined to be inoperative main battery. To correct the conditions, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-49 alarm. No additional information is available.